Event description:
Per the clinic, the patient experienced a magnet dislodgement (specific date not reported) due to an accident. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a surgery on (B)(6) 2022 in order to replace the implant magnet.